Event description:
Boston scientific received information that during device check, this right ventricular (rv) lead was exhibiting loss of capture and no pacing in the atrium or ventricle. Noise was also observed. A chest x-ray was performed and showed the lead had dislodged. While attempting to reposition the lead the physician had damaged the insulation. The lead was then removed and replaced successfully with another right ventricular (rv) lead. There was no adverse pt effects reported. The lead will be returned. This investigation will be updated and should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.